Event description:
Business partner reports the pt put in a new lens after about 3-4 days she started to notice some irritation. She took the lens out and within 1-2 days more she went to see her normal eye care practitioner (epc) who gave the pt vigamox and tobramycin and referred the pt a specialist. The pt was first seen (at specialist) on (B)(6), 2012, and was diagnosed with a fungal infection, a culture was done and it was positive for fusarium. The pt has been treated with voriconazole drops and tablets, vigamox, tobrex, tobramycin, and natacyn. The pt is currently recovering and her vision is 20/30 the office is not sure of what her visual acuity was before this incident. Follow up with the primary ecp and specialist for more info, has been made with no reply to date. This is being filed as fusarium infection.

Manufacturer narrative:
This is being filed as fusarium infection.